Manufacturer narrative:
Lead model 3093 lot# unknown implanted: unknown explanted: unknown. The actual event date was unknown and estimated based on the date the article was received for publication.

Event description:
Literature: george, a.t., dudding, t.c., nicholls, r.j., vaizey, c.j. A new minimally invasive technique for pudendal nerve stimulation 2010. Article ID 02485, 6 pages. Doi: 10.1111/j.1463-1318.2010.02485.x. Summary: the authors present an alternative technique for pudendal nerve stimulation (pns), which does not require neurophysiological confirmation of correct sitting of the electrode. The technique was applied in-vivo using 20 patients with bowel dysfunction and its efficacy was measured over a follow-up period of 12 months. This modified technique offers the advantages of simplicity and not having to assess emg recordings for ensuring correct lead placement. Reported events: one patient developed an infection in the battery insertion site 2 months after lead insertion. The stimulation wire and the battery were removed and reinserted after a period of 6 months once the infection had settled. One patient had loss of efficacy secondary to migration of the lead 4 months after insertion of the permanent implant and is presently awaiting restimulation. Further information has been requested. A follow-up report will be sent if additional information is received.